Manufacturer narrative:
Product event summary: analysis confirmed the reported event; noisy EKG (electrocardiogram) signal due to loose EKG connector. Analysis also found a noisy system fan.

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification.

Event description:
It was reported that the EKG (electrocardiogram) connector for the programmer was causing interference (noise). Therefore, the programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.